Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. A20062) inserted. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: given information: surgery date: (B)(6) 2012 considered as date of insertion with reference to linked (B)(4) (case from same source document) as details of surgery is not specified. Lot number:a20062 manufacture date:2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-mar-2022: event injury nos updated to medical device removal, case became serious incident & valid, reporter information updated. Patient details: date of birth, essure removal details were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A20062) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital, discharge, bleeding postoperative, delivery (normal delivery (B)(6) 2011-baby girl. Normal delivery (B)(6) 2008-baby boy), lower abdominal pain, heavy periods, headache, abdominal bloating, pains in legs, parity 4 (parity and type of deliveries-4 nud (as written), hay fever, asthma, anemia, pain (pain especially on left), tooth extraction, paratubal cyst and chronic cervicitis. Previously administered products included for an unreported indication: salbutamol, ventolin prn and clenil modulite. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: given information: surgery date: (B)(6) 2012 considered as date of insertion with reference to linked (B)(4) (case from same source document) as details of surgery is not specified. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2021: both essure inserts are seen and correctly sited on ultrasound. The proximal right insert looks a little curled I kinked. Lot number: a20062. Manufacture date: 2012-06. Expiration date: 2015-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-aug-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / chronic pain") in an adult female patient who had essure inserted (lot no. A20062) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of chronic cervicitis, paratubal cyst, tooth extraction, pain (pain especially on left), anemia, asthma, hay fever, parity 4 (parity and type of deliveries-4 nud (as written), pains in legs, abdominal bloating, headache, heavy periods, lower abdominal pain, delivery (normal delivery 06mar2011-baby girl normal delivery 24feb2008-baby boy), bleeding postoperative, discharge and bleeding genital. Previously administered products included: salbutamol, clenil modulite and salbutamol. On 05-dec-2012, the patient had essure inserted. Essure was removed on 04-dec-2021. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal pain ("abdominal"), pain in extremity ("leg pain"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), rash ("rashes and skin irritation"), dyspareunia ("dyspareunia"), mental disorder (" psychological issues;"), fatigue ("fatigue"), abdominal distension ("abdominal bloating") and headache ("headaches"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain and genital haemorrhage were unknown. The reporter considered abdominal distension, abdominal pain, device intolerance, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, mental disorder, pain in extremity, pelvic pain and rash to be related to essure administration. The reporter commented: given information: surgery date: 05/12/2012 considered as date of insertion with reference to linked case 2021-108626 (case from same source document) as details of surgery is not specified. 3 coils each side. Procedure was carried out uneventfully. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan vagina] on 25-may-2021: both essure inserts are seen and correctly sited on ultrasound. The proximal right insert looks a little curled I kinked lot number:a20062 manufacture date:2012-06 expiration date: 2015-06 concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records..abdominal pain, leg pain, device intolerance, rash like skin irritation, allergic reaction, dyspareunia, psychological disorder, fatigue, abdominal bloating added. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: mr received : reporters information and events- abdominal pain, leg pain, device intolerance, rash like skin irritation, allergic reaction, dyspareunia, psychological disorder, fatigue, abdominal bloating were added, rcc updated. We received a batch number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A20062) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: given information: surgery date: (B)(6) 2012 considered as date of insertion with reference to linked case (B)(4) (case from same source document) as details of surgery is not specified. Lot number: a20062. Manufacture date: 2012-06. Expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jul-2022: summons received. Event: medical device removal updated to events: pain and abnormal bleeding. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.